Event description:
Additional information received from the user facility confrims that no patient impact or injury was associated with this event.

Event description:
A user facility reported a defective intraocular lens (iol). No other info provided.